Manufacturer narrative:
Concomitant medical products: product ID: 419688 lead, implanted: (B)(6) 2010 and product ID: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike to undefined high pace/sense impedance. In addition, high rate non-sustained episodes with occasional oversensing was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.